Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any add'l reports against the product lot code. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated the femur was in poor position. Provided info stated the product was not suspected of failing to meet specs or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain related to a valgus positioned femur.